Event description:
Customer states: during use a pt family found 15 mm connector was too large to fix the connection with hme. No pt harm. Pre-test was done. Initial info provided suggest that recannulation of a replacement tube was required.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be rec'd.